Manufacturer narrative:
Follow-up with the customer found that no fluid would flush through the channel when using the flush paddle, and that the scope was reprocessed correctly, as much as possible. No further information was provided. Further evaluation of the device found a leak at the scope connector plug unit/gold pin, due to a crack. The distal end cover had dents and scratches. The light guide lens was cracked. The rubber adhesive was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the auxiliary water inlet was blocked during an unspecified diagnostic procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the auxiliary water channel was clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Event description:
Additional information was received from the customer regarding the reported issue (the auxiliary water inlet of the subject device was blocked): the intended procedure was a colonoscopy. The reported issue was noticed at the beginning of the procedure. The procedure was completed using another scope. There was no delay in the procedure, as it took overall five (5) minutes to change the scopes. The outcome of the procedure was reportedly good.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding the reported event, and to provide additional information regarding the evaluation of the device. Regarding the evaluation of the subject device, it is unknown if the clog was foreign material or a mechanical clog. The clog was removed by replacing the channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The initial medwatch reported the device had a clogged channel with foreign material, indicating incorrect or insufficient reprocessing. However, the device evaluation could not confirm if it was clogged with foreign material or a mechanical clog. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged channel could not be determined at this time. Olympus will continue to monitor field performance for this device.